Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -04.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown. Reportedly, change the lens and degree because of the low arch and the complaint of sight.

Manufacturer narrative:
Correction: h6: device problem code: adding code 1401 (misfocusing). Claim#: (B)(4).